Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot# v105811, implanted: (B)(6) 2008, product type: lead.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation who reported that the patient was experiencing shocking and as a result the patient had the device removed. It was also reported that the device was not working and that the lead remained implanted, the reason for the lead remaining is unknown. There were no further complication reported or anticipated.

Manufacturer narrative:
Fdp (B)(4) should have been included in the initial report as this code applies to the lead. If information is provided in the future, a supplemental report will be issued.